Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report hyperglycemic event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient stated they were about to pass out. Patient's husband administered shot of glucagon. At the time of contact with dexcom technical support, patient was doing okay. No further medical intervention was necessary.

Manufacturer narrative:
(B)(4).